Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted separated cables on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint. During failure analysis it was observed that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Instrument passed electrical continuity test. Additional observations not reported by site were yaw pulley broken and distal pulley indentations. The yaw pulley was missing a 0.133 x 0.051 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. Indentations were also found around the edges of the distal pulley along with visible scratch marks on the surface. Failure analysis concluded that distal pulley indentations were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken yaw pulley if to reoccur could cause or contribute to an adverse event.